Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. UDI information is unknown. Operator of device is unknown. No information has been provided to date. Manufacturing site address is unknown. The device was received at the investigation site however; the returned product can't be located and is considered to be lost. The device history review (DHR) is not applicable because the reported item is a supplied purchased product. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. The root cause for the reported issue could not be determined.

Event description:
It was reported that the device did not work after installation. No patient injury was reported.